Manufacturer narrative:
Pt info was not provided as no pt was present. The device lot number is unk. The device manufacture date is unk. The medtronic rep noted the site is using the cannulated taps without a k-wire. An unnamed equipment repair company at the site unclogged the taps. No further issues have been reported.

Event description:
A medtronic rep reported the site is unable to unclog their legacy 4.5/5.5 taps. This event did not occur during surgery and no pt was present.